Event description:
The customer reported that the device provided inconsistent sealing and activation. A new device was used to complete the procedure without incident. There was no pt injury. No further info was made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.